Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during primary trauma surgery while the surgeon was implanting a screw, the screw head broke off in the screwdriver. The screw head was removed. The surgery was completed successfully.

Event description:
It was reported that during primary trauma surgery while the surgeon was implanting a screw, the screw head broke off in the screwdriver. The screw head was removed. The surgery was completed successfully.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke off could be confirmed. Based on the investigation, the root cause of the reported broken blade was attributed to a user related issue. A handling test for t15 screwdriver axsos blade breakage states that the torque to failure of the tested blades, catalog number 702753, was at least 7.297nm, and that screwdriver blades could not be broken during manual screw insertion, as it is described in the operative technique. The universal torque limiting attachment, 4nm, ao fitting, 4.0mm locking set, catalog number 702750, which is listed in the operative technique for proximal humerus (literature number : laxph-ot rev 1), limits the torque to 4nm. The operative technique contains the following statement: " additional tips: do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on). " a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.